Event description:
Reporter initially noted pt had surgery in 2004. Particles noted; pt had particle removed in additional procedure. Additional info received 20 days later: surgeon noted foreign "chard," 3mm long glassy particle coming out of phaco handpiece at beginning of procedure. Got into sac, created dehiscence of posterior capsule and dislocation of iol. Pt required anterior vitrectomy; reposition iol, and remove particle. Prognosis reported as poor.